Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The data logs confirmed the suction and low flow. The root cause of the suction/low flow was the cannula kink. The cause of the cannula kink was determined to be delivery issues most likely due to patient anatomy., this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that shortly after implant there was suction/kinked cannula seen under fluoroscopy. After there was no improvement with repositioning, the decision was made to exchange impella. No patient harm is reported due to the issue,